Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the angular rotation of the c-arm was not possible. Review of the system log file showed geometry post errors. Upon functional testing, the fse found that there was poor contact at the power connector connection which leads to lack of voltage to the control unit for sid operation and the control unit for the angulation rotation. To resolve this issue, the fse adjusted the defective part. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The loss of the rotational stand/c-arc movement occurs when the system was outside clinical use. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the next procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system could not rotate the angulation of the c-arm. There was no reported patient or user harm. Philips has started an investigation of this complaint.